Event description:
Customer reportedly obtained a result of 6.5 inr on the coaguchek system and 4.4 inr on the coaguchek xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspected device in the coaguchek xs system. Reference medwatch with a1 patient for suspect device in the coaguchek system.